Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) failed to close, preventing the cut from being made. As the material was nearing the end of its useful life, it was discarded. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The customer informed of the instrument ID, 470179-19/k16240530 0581. The instrument has been discarded and will not return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.